Manufacturer narrative:
(B) (4) - burning sensation. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cesarean section procedure on an unk date and suture was used. The pt experienced an intense burning sensation post-operatively. No intervention was required for the burning sensation.